Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for a non-specific product performance allegation. It was replaced with another manufacturer's device. Two days prior to the explant procedure we received an inquiry regarding a therapy delivered episode. It was determined that shock therapy was delivered due to redetection criteria after the delivery of anti-tachycardia pacing. The rhythm detected was fine ventricular fibrillation (vf) with some functional undersensing, however this was normal device operation. It was also discussed that the post charge detection criteria was non-programmable. To date, there have been no adverse patient effects reported.